Manufacturer narrative:
B5 has been updated to include information previously captured in 2182207-2026-00241 as it was determined that this information pertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had an infection and was currently on antibiotics. They were receiving great therapy and did not want to let the system go. The doctor requested information regarding leaving the system in place with an active infection, or if they do need to remove the system, information related to replacing with a new system right away or allowing the patient to heal up for a certain amount of time first before placing a new system.

Manufacturer narrative:
B3: event date is asked/unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the hcp contacted the rep to see if the manufacturer had a protocol related to infection. The hcp had started the patient was on an antibiotic and would be waiting to see if the infection cleared up. The patient did not want to give up the therapy as it was working very well.